Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Data analysis confirms that the power consumption of this device has been increasing. There is no further information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, a review of memory noted no suspicious fault codes or resets. Pg diagnostics performed. The power level has increased over the past year. The v230 circuit, which also includes the v220 circuit, is drawing high current. The power level gradually increasing over time fits the characteristic of leaky capacitors due to high hydrogen. The coulomb count shows the high current is in the v230 circuit. The v230 supply also provides power to the v220 circuit. Previous analysis and testing have shown that with high hydrogen present one or both v220 capacitors goes leaky. The "cause traced to component failure" conclusion code was selected based on analysis of the returned product which found evidence which meets criteria for ncep-80116 -- that is, evidence of hydrogen-induced leaky by-pass capacitor(s). The ncep investigation has deemed this to be a component issue.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Data analysis confirms that the power consumption of this device has been increasing. Additional information was received indicating that the device was explanted and was returned to laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Data analysis confirms that the power consumption of this device has been increasing. Additional information was received indicating that the device was explanted and was returned to laboratory for analysis. No additional adverse patient effects were reported.